Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. During advancement the balloon catheter encountered resistance with the 90% stenosed and moderately tortuous anatomy. It is likely that during advancement the balloon became compromised and/or damaged against the anatomy resulting in the balloon rupture during the first inflation at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, moderate tortuosity, and 90% stenosis in the distal right coronary artery (drca). A 2.50 x 15mm trek rx balloon dilatation catheter bdc was advanced to the target lesion; however, resistance met with the target lesion. Then the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed and replaced with an unspecified trek bdc. The target lesion was successfully treated with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.